Event description:
It was reported that pump experienced malfunction alarm labeled as malfunction code, with no notable events occurring before the issue and problem arising prior to insertion of initial infusion set. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set, contacted support, and with guidance performed pump reset, after which malfunction did not recur; customer was advised to continue using pump and to call back if malfunction appeared again, and acknowledged instructions.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.